Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
A complainant reported that during impella cp support for the 73-year-old male patient the pump alarmed suction in the middle of the procedure. It was necessary to decrease the level, but continuous suction appeared. The pump position was checked and was noted to be ok. Volume was filled but the alarm persisted. The alarm was at p2 and could not level up. The procedure was therefore aborted, and a new pump was used.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Data logs not available. Returned complaint device visually inspected. Broken impeller blade found. No biomaterial/ no cannula kink observed. No other abnormality found. The cause of low pump flow issue was damaged impeller due to interaction with other devices.